Event description:
It was reported that when the doctor test to flush, he found that the distal end of 10.5 cm began to leak, so he applied for a replacement.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the doctor test to flush, he found that the distal end of 10.5 cm began to leak, so he applied for a replacement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 2 fr per-q-cath. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a relatively large split was observed just distal to the 19 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: granular fracture surface texture (typical of tearing failure modes). Rough and somewhat uneven edges of the split. Some tensile weakness in the area of the fracture site (likely due to material ballooning prior to burst). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.